Event description:
Clinical nurse reported that during a refill the patient experienced a spinal. The patient had numbness in her legs. Health care professional indicated that dilaudid was in the pump (but there was probably bupivicaine added, thus the numbness in the patients legs. The product code is not available at the moment.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4): unknown if device is available.